Event description:
It was reported that the balloon ruptured. A 5.0 x 150mm, 90cm ranger drug-coated balloon was selected for use. The 90% stenosed target lesion was moderately calcified and moderately tortuous and located in the superficial femoral artery (sfa). During the first inflation, the balloon was inflated for 30 seconds at 6atm. However, the balloon ruptured. A new ranger balloon was selected to complete the procedure. There were no patient complications.